Event description:
A black colored substance, suspected as mold, was found on a syringe before drawing up the medication. After further review of additional syringes, some were noticed with black speckles of similar substance inside the sterile pouch.